Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an iphone 13 ios operating system version 26.4.1. The customer received the "sensor switch off" message and was unable to obtain glucose readings. As a result, the customer consumed orange juice for treatment. There was no report of death or permanent impairment associated with this event.